Event description:
It was reported that during the implant it was not possible to extend the helix after more than thirty turns. A new lead was used. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory resistance testing found the lead was not electrically continuous. Visual inspection confirmed that the inner conductor coil a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.